Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is re-using insulin. Tandem clinical support informed customer that re-using insulin, is off label per the user guide. Customer successfully resumed insulin therapy on the pump. No reported impact to the customer¿s blood glucose level.